Event description:
I received a hip transplant in (B)(6) 2014 at the (B)(6). By dr. (B)(6). The surgery went fine and I was out of the hospital on the 3rd day, I went home by ambulance because there were many stairs to our condo. The therapy started a few days later, it was stopped abruptly when my pulse was over 100 at resting and it could not be controlled no matter what, the therapist said I needed a cardiologist which I went to, he put me on meds that were bad for my breathing so I wound up in the ER, I have emphysema. After hundreds of trips to the ER for racing heart beats I was exhausted. What then proceeded to happen was a nightmare, I became experiencing an allergic to any medicine that I took, antibiotics of any sort, I thought maybe I was reacting to the implant itself but the doctors said no. We left for (B)(6) and I had lost about 20lbs by then, we got home and I developed a psychological fear of being alone, of which I never had a mental problem before, my poor husband was suffering watching me, I soon sought counseling which seemed to help, but all along I was in the ER's with allergic reactions to medicine the doctors were treating me with. Last year when we went to (B)(6) for the winter when I left I had a cold by the time we got down there I had pneumonia, they put me in the hospital with IV drugs because of the allergic reaction I had to go for 30 days and get IV antibiotics. I still am having some problems, but thank god not that many. The only thing I remember from the surgery is that the doctor that put me under said he was using a new drug for copd patients and I wonder if that was the problem, I don't know what they gave I have tried to find out but to no avail. Well it took its tool on me that's for sure, and it took a long time for me to write but here it is. Thanks for listening.